Event description:
Event description guidant received information that the implanted bipolar lead was suspected to have a fractured conductor coil which caused the patient to receive two inappropriate shocks. The lead was capped and surgically abandoned. A new lead was successfully implanted.